Event description:
It was reported that discarditii 2ml with 23x1 was damaged. This occurred on 8 occasions. The following information was provided by the initial reporter: having barrel damaged, when we try to aspirate.

Manufacturer narrative:
H6: investigation summary photos were received by bd for evaluation. A quality engineer was able to review two photos of a discardit 2ml and 5ml 23g from lot # 0123869 and 0097184, regarding item # 300846 and 300852 with the reported issue that there was ¿2ml and 5ml discardit syringes with 23g having barrel damaged, when we try to aspirate¿. The DHR of lot number 0123869 and 0097184 was reviewed and there was no quality notification raised in the device history record from its production inception to its dispatch. The investigating team has carried on the simulation of the defect on the retention samples of material number 300846 and 300852 of lot number 0123869 and 0097184. Based on the photograph received the defect is confirmed. The probable root cause of cracked barrel is due to the process of 2ml online barrel transfer from molding area to the hopper that processes them further to assembly and packaging. The cracking of the barrel was observed while simulating this process.it was found that when cold barrels (stored in poly) are mixed along with online barrels, there is a temperature variation of hot and cold barrels as they are passing through the pneumatic shoot. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discarditii 2ml with 23x1 was damaged. This occurred on 8 occasions. The following information was provided by the initial reporter: having barrel damaged, when we try to aspirate.